Event description:
Event description guidant received information that both atrial and ventricular leads had become dislodged, within sixteen days of the implant procedure, and were unable to capture the myocardium. Both leads were successfully repositioned during a revision procedure. During this same procedure, the device was prophylactically explanted as it was part of an advisory communication involving this model device. A new device was successfully implanted.